Manufacturer narrative:
1038671-2023-02822.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2012. Approximately 5 years and 10 months after the initial procedure the patient had a right knee revision on (B)(6) 2018. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.